Event description:
It was reported that the pulse generator could not be in- terrogated. The magnet rate was 92 ppm. Attempts to perform a download failed. Telemetry could not be established. The patient was lost to followup since 2006. Measured battery data in 2006 was 2.76 v, 10 ua, 2.5 kohms with an estimated longevity of 2.8 years.

Manufacturer narrative:
No medwatch form was received.